Event description:
Customer reported a patient sample was ran on the g8 analyzer and the result was questioned by the doctor. The sa1c discrepant patient results has been determined to be a reportable event.

Manufacturer narrative:
An investigation was performed in response to a complaint of sa1c discrepant patient results. At the customer site, a field service engineer (fse) resolved the reported issue by replacing uptake and purge valve. Decreased flow rate from 1.17 to 1.05 and ran several results with retention times within manufacturer specifications. The investigation revealed a mechanical failure due to a component failure. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 14 feb 2021 through aware date 14 mar 2022. There were no similar complaints identified during the search period.